Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was not able to locate the ipg with the external devices, the patient programmer displayed "ipg comm error.." Message. A new charger sent to the patient did not resolve the issue. Follow up identified a sjm representative met with the patient and confirmed the ipg was inoperable. Surgical intervention may be taken to address the issue.

Event description:
Follow up identified the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.